Event description:
The following was reported to hamilton medical ag: unit alarms with high and low oxygen alarms (mostly high oxygen) even after calibrating the o2 cell. Could not duplicate the issue on the unit. This unit is due for a pm and needs a wheel replaced as well. Moved patient to another unit no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. Unit alarms with high and low oxygen alarms (mostly high oxygen) during ventilation. Patient moved to other device. Never the less, the event did not cause or contributed to a death or serious injury. A high or low oxygen alarm itself is not a malfunction but a security system by the device when values get out of range. The event could not be duplicated and therefore no root cause could be determined. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The following was reported to hamilton medical ag: unit alarms with high and low oxygen alarms (mostly high oxygen) even after calibrating the o2 cell. Could not duplicate the issue on the unit. This unit is due for a pm and needs a wheel replaced as well. Moved patient to another unit no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: unit alarms with high and low oxygen alarms (mostly high oxygen) even after calibrating the o2 cell. Could not duplicate the issue on the unit. This unit is due for a pm and needs a wheel replaced as well. Moved patient to another unit no health consequences or impact.